Event description:
Most recently, 2 fr PICC placed in a neonatal patient on (B)(6). Dressing noted to be lifting on (B)(6), dressing changed, and catheter noted to be leaking at the insertion site. Catheter removed.

Manufacturer narrative:
We contacted the customer and requested the defective sample for this incident. Unfortunately, despite several attempts, we did not receive the sample. As a result, we are unable to confirm this complaint, and the exact root cause of the issue cannot be determined. A review of the components batch history records, no deviations were found. The batch complied with its specification and was released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. A two-year review of vygon USA's complaint data indicates that this is the first reported complaint for lot 23l009d. Corrective action: due to the missing sample, this complaint could not be confirmed, and the root cause cannot be determined. Therefore, no further corrective action was initiated by vygon germany quality management.

Manufacturer narrative:
The malfunctioning device will be returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be reported to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Most recently, 2 fr PICC placed in a neonatal patient on (B)(6). Dressing noted to be lifting on (B)(6), dressing changed, and catheter noted to be leaking at the insertion site. Catheter removed.